Manufacturer narrative:
Samples received: no samples received. As no batch number is received, the batch manufacturing record cannot be reviewed. As no samples have been received a proper analysis can not be performed. Without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. No CAPA is neccessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture did not absorb well. The issue was observed postoperatively during therapy. The suture was not completely absorbed by the body, and some partially "grew" out of the tissue. There was no patient harm. Further details about the procedure and patient were not provided.